Event description:
Patient experienced a hypoglycemic event while using the pod for an unknown duration of use. Blood glucose dropped into the 30s (mg/dl), with symptoms included sweating and inability to maintain glucose levels. Emergency medical care was sought, and the patient was hospitalized for two days. Treatment consisted of intravenous dextrose, and the diagnosis was hypoglycemia. Prior to the event, the patient reported frequent episodes of low blood glucose. Review of therapy indicated that the insulin-to-carbohydrate ratio (icr) settings may have been too aggressive. The patient uses set dosing rather than carbohydrate counting and may have entered carbohydrate amounts after eating, which may have contributed to insulin overcorrection. There was also uncertainty regarding whether the system was operating in manual or automated mode. Patient was advised to follow up with a healthcare provider for adjustment of icr settings and review of manual mode basal settings.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.